Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00641. This report is being submitted as additional information. Unique identifier (UDI)#: (device identifier) ¿ (B)(4). Approximate age of device: 2 years 4 months 13 days. Manufacturer's investigation conclusion: the reported event of low power advisory alarms was confirmed via the evaluation of the log file. The submitted log file contained approximately 1 day of data ((B)(6) 2018, per time stamp). On (B)(6) 2018 at 22:25, the controller was connected to the mpu, approximately six minutes later the rsoc voltage levels dropped to ~1.4v activating low power advisory alarms. The alarms cleared when the controller was reconnected to batteries. The same alarm activated on (B)(6) 2018 at 00:51, again six minutes after being connected to the mpu. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu), and the sequence of the active events indicated that the controller was incorrectly connected to the mpu, black to white and white to black. There were no other notable alarms active in the log file. The mobile power unit, (B)(4), was not returned to abbott for evaluation. Additional information provided on (B)(6) 2018 indicated that the vad coordinator was able to reproduce the alarm condition when the patient was connected to a mpu and the power leads were swapped. The vad coordinator stated that the alarm happened approximately 5 minutes after switching the patient from "there" batteries to the mpu. There was no reported adverse patient impact due to event. Based on the log file analysis, a root cause for the reported event of low power advisory alarms was determined to be user error in incorrectly connecting the controller to the mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received low voltage advisory alarm occurred after switching to the mobile power unit (mpu) the evening of (B)(6) 2018, for about 6 mins. Patient switched back to batteries and alarm resolved. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed submitted log files and confirmed a low power advisory place on (B)(6) 2018 and (B)(6) 2018. The log file indicated odd voltages while the patient was connected to mpu during the low power advisory. It was suspected this was the result of power cables being incorrectly connected (white to black) (black to white). No other unusual events noted. The pump was operating accordingly within its specified parameters. On (B)(6) 2018, the vad clinician, reported the patient came into the clinic and was able to recreate the alarm condition after attaching the white power lead to the black connector on the mpu cable and connected the black power lead to the white connector on the mpu cable. The alarm happened approximately 5 minutes after switching the patient from there batteries to the mpu. There was no reported adverse patient impact due to event. Additional information was "request", but was not provided.